Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an egd procedure on (B)(6) 2012. According to the complaint, the unit failed to deliver energy during the procedure. The accessory devices were replaced during the procedure, but the unit still failed to deliver energy. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
It was reported that the physician was either (B)(6). The reported event: generator failed to deliver energy during the procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Corrections: according to the complainant, the unit delivered energy intermittently during the procedure. (B)(4) for the reported event: generator delivered energy intermittently. Device evaluation: a visual evaluation of the returned unit found it to be in fair physical condition. All knobs and switches appear to function properly. An electrical evaluation was performed and found that the unit was within all test parameters. All internal connections were checked, and the wires were manipulated during energy delivery, but no issues with the unit were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the device delivered intermittent energy; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an egd procedure on (B)(6) 2012. According to the complaint, the unit failed to deliver energy during the procedure. The accessory devices were replaced during the procedure, but the unit still failed to deliver energy. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an egd procedure on (B)(6) 2012. According to the complaint, the unit failed to deliver energy during the procedure. The accessory devices were replaced during the procedure, but the unit still failed to deliver energy. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.